Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 300cc and experienced bilateral rupture and bilateral granuloma and bilateral capsular contracture baker grade ii. Mammogram confirmed rupture - silicone is around and encasing lymphnodes. Really tired, sinus issues, generally not feel well, gets the chills, left side breast sits high near armpit and had neck and back issues on left side¿. Capsular contracture was diagnosed on (B)(6) 2004. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2020, it was confirmed that the patient experienced bilateral rupture. On (B)(6) 2020, it was reported to mentor that capsular contracture was baker grade iii on the right side and baker grade IV on the left side. The date of removal was (B)(6) 2020 on (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 204941s number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).